Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported through the national breast implant registry (nbir) a left side "suspected/actual rupture, correction of asymmetry, and change shape/size/style". Device has been explanted and replaced.